Event description:
A non-healthcare professional reported that following the intraocular lens (iol) the patient experienced blurry vision. The lens was exchanged in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).